Manufacturer narrative:
A field service engineer evaluated the analyzer and confirmed the leak from the yellow stripe tubing through pinch valve pv40 which became disconnected from its fitting; the tubing was replaced, resolving the leak. (B)(4).

Event description:
A customer reported an uncontained leak of about 16 ounces of a brownish red fluid from a coulter hmx hematology analyzer with autoloader while running a sample. The customer was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves when the leak was discovered, and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.